Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) (B)(4), alleging that her child¿s onetouch select meter read inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The reporter did not leave any contact details, limited information was available and no follow up was possible. The reporter was unable to confirm, when the issue began, any results obtained, or how the patient¿s diabetes was managed. The reporter stated that in response to the alleged high result, the patient had increased her dose of insulin. The reporter stated that the patient had developed symptoms, but could/would not identify what they were, but did report that an ambulance was called. During troubleshooting, the csr confirmed that the patient¿s test strips had been stored correctly, and were within expiry date. This complaint is being reported because the patient may developed symptoms suggestive of a serious injury adverse event, and required treatment, after the alleged product issue began.